Event description:
Baxter received a medwatch from the FDA, with no report number on it, but has pt identifier. "Quinton catheter IV tubing (broke) came apart. Right femoral quinton site patent, catheter flushed easily and clamped. Pt found in pool of blood and required 2 units packed red blood cells to be transfused." Add'l info was provided on 2/8/2008: the event occurred in late 2007. The device broke or just separated which she can't tell. It is unk what medications were being infused during the incident. She has the actual sample and will send it to the failure analysis lab. The lot number is unk. Reportedly, the pt had low hemoglobins prior to the event. Hemoglobins on three days earlier, 9.4, 12/31 5am 10.2, event day, 2pm 7.2 (after the event which occurred at 1pm). In 2008, the hemoglobin was 9.5. The admitting diagnosis was not disclosed. The pt had been discharged from the facility on eight days later to a nursing home. The pt had another hospitalization on sixteen days later and had expired on two days later.

Manufacturer narrative:
The device has been requested by baxter quality management for eval but has not yet been received. Should the sample be received for eval, a follow up report will be filed upon completion of the eval or if add'l info becomes available.